Event description:
The caller reported that the pt had a 6dct tracheostomy tube with a hole in it and the pt was recannulated. The caller stated that and the pt had thrown away the tube. The caller did not provide a lot number for the tube, did not know the area of the hole or leak, and did not want to provide any additional failure info.

Manufacturer narrative:
The lot number is unk and therefore the date of manufacture cannot be determined. The tube was discarded and therefore unavailable for failure investigation.